Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 46 mg/dl; cause was not known. Carbohydrates were consumed to address bg. Recommendation was made to consult with a healthcare provide regarding diabetes management.